Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. On (B)(6) 2015, which is the implant date, battery supply low power on reset (por). Non-firmware initiated por, microprocess was master of the bus at the time of reset. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device was observed with a power on reset (por) since implant. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.